Manufacturer narrative:
On (B)(6) 2020 , infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "about an hour ago I had a call from (B)(6) . He had a patient call him about his pump saying that his infusion was complete but there is medication left in the bag. (B)(6) gave me the patients number and I looped been in myself into the call with a gentleman named (B)(6) . There's about 100 ml in the bag and we just resumed his infusion. I'm not really sure why he got an infusion complete message. But it was no longer showing the light was green and the pump was back running I told him if he had any other issues to call is under 800 number and we would be happy to help him. He was happy with the help and happy knowing that he was going to receive the rest of the medication. The call was ended. (B)(6) was grateful to be able to listen to how we go through a call like that. He also asked me again about some education for his night nurses. I'm gonna look at my schedule and see if I can get a couple of days to go out there sometime in march." A patient was involved but not harmed.